Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jul2019.

Event description:
The customer reported unit shut off. There was patient involvement, but there was no harmed.

Manufacturer narrative:
G4: 08may2020. B4: 09may2020. Multiple attempts were made to gather information regarding evaluation and repair of the unit shut off with no successful response. Therefore, device evaluation cannot be defined. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29apr2020. B4: 30apr2020. The customer accepted the quote but repair is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 16oct2019. Multiple unsuccessful attempts were made to gather resolution. No additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit shut off. There was patient involvement, but there was no harmed.